Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a left total hip arthroplasty on an unknown date. During post operative monitoring and testing, fluid was noted. The fluid on the anterior lateral quadrant of the left hip measured 8.3x27.2x3.4 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-01859 and 2014-07260).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a left total hip arthroplasty on an unknown date. During post operative monitoring and testing, fluid was noted. The fluid on the anterior lateral quadrant of the left hip measured 8.3x27.2x3.4 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. It was reported that patient enrolled in a clinical study underwent a left hip arthroplasty on (B)(6) 2007. During post-operative monitoring and testing, it was noted that patient had cardiopulmonary retroperitoneal hematoma, pulmonary embolism, stiffness in legs, tkr, kidney problems, presence of armd, and pain. During post-operative monitoring and testing, it was noted that patient had blood tested on (B)(6) 2013.